Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation was completed. Medical records state "patient was hospitalized on (B)(6) 2014 due to abdominal pain and cramping." The year of event was clarified as 2015, therefore the symptom of pain is most likely for peritonitis reported on the same day this year. Although this type of peritonitis is unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination. There was no report of malfunction of liberty cycler or any of its system being out of specs.

Event description:
A peritoneal dialysis (pd) nurse reported the patient was hospitalized for peritonitis, due to touch contamination from (B)(6) 2015. The patient was prescribed fortaz for 10 days and educated on proper aseptic technique. Medical records were requested.